Manufacturer narrative:
D10: no concomitants available. There is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The product associated with the reported event was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 72 months after a left total hip replacement procedure, the patient has experienced prosthesis wear, pain, discomfort, swelling, and mobility impairment. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D1/d2: added brand name, product code. D4: added catalog number, expiration date, serial number, and UDI#. G3/g4: added 510k number and date received by manufacturer. H4: added device manufacture date. H6: corrected health effect - clinical code, type of investigation." Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported event is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.